Manufacturer narrative:
The following could not be completed with the limited information provided. Age at time of event - ni, date of birth - ni, patient weight - ni, explant date - na, concomitant medical products - ni. The device history records for the 00597201802, lot # 63491405 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified.

Event description:
During a total knee arthroplasty it was discovered that the wrong instrument tray was received, causing an hour delay in the procedure, which had to be completed with different components than initially planned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. This complaint was related to distribution error. There was no issue with the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.